Event description:
Reportable based on analysis completed on (B)(6) 2012.it was reported that during preparation for a stenting treatment procedure, a shaft kink was noted. The physician had prepped the 3.5x24mm promus element stent delivery system however he found the shaft kinked. The procedure was completed with another of the same device. No patient complications were reported.however, analysis found stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts on the ninth and eleventh row in from the distal end of the stent were misaligned, raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with the profile of the balloon and the tip that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).